Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was manually torqued in the mouth and was not placed immediately after the tooth's extraction. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.